Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced hyperglycemia event on 28-feb-2026. The blood glucose level was high at the time of the event and was treated with pump and manual shots. No further information available.